Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant ionized calcium and potassium results on a 33 year old female with hypoparathyroid. There was no additonal patient information at the time of this report. Return product is not available for investigation. Method date tested ica-mmol/l k-mmol/l sample comment I-stat (B)(6) 2023,11:52,1.3 7.0 a k result also unexpected so re-tested; I-stat (B)(6) 2023,11:56,1.08 5.6 b ica 1.08 matches with their symptoms; I-stat (B)(6) 2023, 12:02,.25 5.7 c finger-other hand. K was off so retest 4th time, different finger; I-stat (B)(6) 2023, 12:07, 1.15 6.2 d collection times not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 26-sep-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ cartridge lot w23092. Note: filed as 002 due to duplicate fail on 001 for unknown reason.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 03-aug-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b23159.